Event description:
A report was received that patient was experiencing difficulty with his ipg communicating with the external devices. A bsn field clinical engineer attempted to troubleshoot with the patient and assessed that the battery in the patient's ipg is exhibiting high impedances and recommended an ipg replacement. The patient is scheduled to undergo ipg replacement procedure.